Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retentions were visually inspected and none failed. This complaint has not been confirmed for the indicated failure mode missing label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that before using one bd vacutainer® sst¿ blood collection tubes, the nurse noticed a tube without a label and replaces it with new tube. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using one bd vacutainer® sst¿ blood collection tubes, the nurse noticed a tube without a label and replaces it with new tube. There was no health impact or consequence reported.